Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 5 of 6 for the same event. It was reported that during an unspecified surgery, it was observed that the cables for the pen drive devices and consoles would not work. It was reported that the (2) hand switches, the (2) pen drives and the (2) console devices were being used together and it is not certain which device was causing the pen drive to not run. It was also reported that the devices may have accidentally been put through the surgical instrument demagnetizer. It was reported that there was no delay to the surgical procedure and a spare device was available for use. There was patient involvement reported. The exact date of this event is not known. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as april 27, 2015 in the initial report. The device manufacture date has been updated as apr 20, 2015. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed on the device which determined that it was functional and passed all operational specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.